Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected field: b5. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error code (e216). Based on the results of the investigation, a probable root cause could not be identified for the reported event. Additionally, the most probable cause for the scope communication error code (e216) was due to fluid invasion inside the connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope received an e315 incompatible scope error. The issue was found during set up. There were no reports of patient harm.

Event description:
It was reported that the subject device received an e315 incompatible scope error. The issue was found during set up. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.